Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead had unknown product performance issue. Additional information indicated that this rv lead exhibited high pacing threshold but appeared to be in the same location. It was discovered and confirmed through intermittent loss of capture. There was no syncope noted. This rv lead was explanted. No additional adverse patient effects were reported.